Event description:
It was reported that the patient's catheter was broken. No pt symptoms were reported. The catheter and pump were replaced (the pump had not failed, but the low battery alarm was sounding). The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates baclofen. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.